Manufacturer narrative:
The ion selective electrode (ise) system is calibrated in each shift. Qc is run with every calibration. Before the event, k qc results were within the lab's established ranges. Multiple parts were replaced, some of them were done by customer. Fse serviced the analyzer and verified its performance. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously high potassium (k) results generated by the unicel dxc 800 pro synchron clinical systems for several samples. The results were reported out of the lab. The original specimens were re-tested and repeated results obtained were lower for all patients. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.